Manufacturer narrative:
The insulin pump had no button response due to flattened dome switch on the act button. The device was monitored. No frozen display anomaly noted. Moisture damage was also noted on keypad traces. No button error alarms noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm, keypad anomaly, and display anomaly. The blood glucose at the time of the incident was 300 mg/dl. The customer called back on (B)(6) 2013 and the issues persisted. The customer's blood glucose was 125 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.